Event description:
It was reported that a patient underwent an av fistula repair on (B)(6) 2023 and suture was used. The suture frayed and broke apart. A new suture was used to complete the case with no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm if the suture got broken or if the suture got separated from the needle? Please confirm. What is the lot number? Are there any photo available for visual analysis?